Event description:
Pericardial effusion after an af ablation.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion was noted. Post procedure, the patient felt chest pain when he returned to his room. An ultrasound and echocardiogram revealed an effusion and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
The reported event of pericardial effusion was reported to abbott. Additional information stated the physician felt the brk transseptal needed contributed to the event. Therefore, this device does not meet reporting criteria as this device was not suspected to be a contributory cause of the incident.